Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose was running high (exact bg level was not provided) after wearing the pod for less than 24 hours. She passed out and had gotten a bad sunburn. She was taken to the hospital. She did not provide any further information regarding the hospitalization or her treatment.